Event description:
Customer stated that on (B) (6) 2009, the unit was used in a rescue, pads were applied but unit continued to give prompts to apply pads. Defib unit repeatedly asked to attach pads which had been done and verified. After 3-5 prompts, crew ignored machine voice prompts and continued with focus on CPR until arrival of paramedic unit.

Manufacturer narrative:
The unit was sent in for eval and depot repair was unable to duplicate the error. They performed a 3 shock sequence with no problems noted. The memory dump file from the device was also evaluated by engineering. The initial conclusion was that the device didn't detect pads being properly placed in the rescue. The fact that no error had been recorded in the self-test history of the device, indicated that the device worked as designed in this rescue. Further investigation was performed on (B) (6) 2010 and csc determined there was potential for a hardware failure. A f/u report will be submitted once investigation is complete.